Event description:
Consumer called to report they have been getting very erratic readings with their plink meter. Analysis run on clark error grid using mean avg reading (60) as ref point vs bd reading (74, 46) yielded data points in the de range of the grid, outside acceptable limits.